Event description:
It was reported that an exalt model d scope was utilized during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025, for the treatment of pancreatitis. During the procedure, the physician had difficulty cannulating the minor ampulla to explore the pancreatic duct. Visualization was more difficult than normal because there were too many bubbles coming across the screen any time the lens cleaner was used. The procedure was completed with the original exalt model d scope. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a090208 captures the reportable event of poor-quality image.